Manufacturer narrative:
The reason for this revision surgery on (B)(6) 2012 was identified as attributable to the patient's glenoid bone loss and malformation of the bone. The patient also had an infection. The original surgery was performed on (B)(6), 2005, which meant the device gave a service for just over seven years. There was no information with the complaint regarding pre-existing conditions of the patient or any activities the patient was involved in that may have contributed to the infection or inhibited the patient's immune system. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history records for the reported components was examined. A review of the sterilization records showed that the reported devices received an adequate 25-40 kgy gamma radiation sterilization dose and were within their expiration dates at the time of the original surgery. A review of the device history records, product complaint report database, and sterilization records show that the reported components used in the original surgery met sterilization, design, and manufacturing requirements. In reference to the glenoid bone loss, this was most likely a pre-existing condition of the patient and is not attributable to the implants. The bone loss may possibly be due to: osteo arthritis, a congenital pre condition, prior surgery, or failure of an earlier prosthetic device. No information was provided that would assist in identifying the primary reason for this occurring. The malformation of bone could be a result of the bone improperly forming around the implant, or from a previous condition that existed before the implantation of these implants. These conditions would lead to joint instability and therefore have an effect on the articulation of the joint (non-union of components). There were no findings during this investigation that indicate the reported devices were the source or had a direct connection with the patient's infection, bone loss, and joint instability.

Event description:
Revision surgery - the pt had glenoid bone loss and malformation; causing non union of components. The surgeon removed the humeral stem, glenoid, and humeral head and inserted an antibiotic spacer.